Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported unknown side deflation and capsular contracture, baker grade iii. Device remains implanted. This record is for the right side.

Event description:
Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening curved on anterior leak test and microscopic analysis was performed which identified: observed void on valve side out specification per qa199.6 (texture side) and striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Void on valve texture side assessed as a workmanship. Creases are observed but have no relationship with manufacturing. Additional, changed, and/or corrected data: b.5, d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade iii. Healthcare professional additionally reported "any creases." Device has been explanted.